Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the arm. The patient experienced a cramping attack (meant to be seizures) during the night. The patient´s daughter treated the patient with glucagon injection and when he recovered, he self-treated with gumdrops (sugar). After 30 minutes the patient was feeling well again. During the event, the cgm was reading 50 mg/dl and provided no bg value; although the patient reported the cgm as inaccurate due to experienced symptoms of hypoglycemia. There was no medical intervention documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.